Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort in his penis. The patient was evaluated and it was determined a surgical intervention was the best option. The inflatable penile prosthesis (ipp) was removed and replaced with a tactra malleable prosthesis. There were no device issues with the explanted prosthesis. There were no further patient complications.